Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va06tas, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer¿s representative (rep) indicating that the patient was reporting their device wasn't working. There were no contributing factors noted to be related to the issue. The impedance check showed the lead was broken, the device was explanted and replaced with a new device. The issue was reported to be resolved at the time of the event. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va06tas, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported the reason she was having surgery was related to her leads "coming out". Patient stated she has had a return of symptoms and found out last friday that her leads were out so they need to do a surgery to fix it. There were no further symptoms or complications reported or anticipate.